Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: dilatation catheter: traveler nc 4.0x12. Guide wire: bmw universal ii. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous proximal right coronary artery. A 4.0 x 28mm xience prime stent was deployed at 10 atmospheres and was post-dilated with a 4.0 x 12mm traveler balloon dilatation catheter. After post-dilatation, an edge dissection was noted at the distal edge of the stent. A 4.0 x 15mm xience prime stent was used to cover the dissection successfully. There was no adverse patient sequela reported. No additional information was provided.